Event description:
The patient reported that she was symptomatic of arrhythmia. Output rate issue from the pacemaker was suspected. No interventions were performed. There were no patient consequences.

Event description:
The patient reported that she was symptomatic of arrhythmia. Failure to capture from the pacemaker was suspected. No interventions were performed. There were no patient consequences.